Event description:
(B)(4). Event occurred in the united states. The patient reported that he experienced nausea and dizziness. His arm was numb, he felt weak and his blood glucose level was more than 200 mg/dl at the time of incident. He did not think of the infusion set because he did not receive any alarm from the pump but when he pulled the cannula out, it was found to be bent/kinked causing insufficient amount of insulin to enter his body. On (B)(6) 2019 at 12 p.m., he was subsequently admitted to the hospital for diabetic ketoacidosis with blood glucose level more than 300 mg/dl. He received intravenous insulin and manual injections as corrective treatment. He was hospitalized for three days and was released in the morning of (B)(6) 2019 as he felt okay. His weight was reported to be (B)(6) lbs. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.